Event description:
Olympus further received information that the devices were inspected before use and the issue was resolved by changing the fiber to a new one.

Manufacturer narrative:
B5 updated to reflect the additional information received.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. The device was returned to olympus for inspection, and the findings are as follows: the device handle/ connector was intact without any visual damage. The length of the fiber body was intact without any visible kinks/ breaks along the fiber shaft. Also, the distal tip was intact and appeared unused. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been less than 1 year since the subject device was manufactured. Based on the results of the investigation, the probable cause of the reported issue was determined to be unrelated to the laser fiber due to the following: the e410 error is a blast shield error code, and the customer reported that they do not believe that the fiber was at fault for the failure. Also, the root cause of the complaint was not related to user technique/ human factors or related to device labeling/ design. This supplemental report includes a correction to g2 from the initial medwatch. An update has been made to d9 and h3. Also, new information has been added to h4. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
To date, this device has not been returned for evaluation. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.

Event description:
The customer reported to olympus that during therapeutic ureteroscopy using this powered laser surgical instrument and fiber, out of box failure e410 on the machine was observed. The laser display states that either the fiber or the blast shield must be damaged and has to be replaced to continue. After inspecting the blast shield which showed no damage, the fiber was discontinued for concern of damage may have occurred but cannot be seen. The error ended up not being the fiber issue, as reported, but an out of box failure with the laser itself. The duration of the procedure was prolonged for approximately forty (40) minutes. The procedure was completed, as reported. There were no reports of patient or user harm associated with this event. Patient identifiers: (B)(6) - fiber; (B)(6) - powered laser surgical instrument. This report is for (B)(6).